Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Customer reported patient with dry eye, left eye, which causes the vision to fluctuate. These issues have persisted beyond 3 months postop lasik surgery. During the three months, the patient has been using restasis without improvement. The patient was prescribed lotemax eye drops, lipid rich artificial tears, and gel tears.